Event description:
The wife of a male patient contacted lifecor customer support to report that the electrode belt will not fit into the monitor. The wife stated that the electrode belt does not appear to have any bent pins. The wife stated that she has been removing the belt from the monitor each night because the patient refuses to wear it to bed. Support requested that the electrode belt not be removed from the monitor. A lifecor patient services representative (psr) visited the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.